Manufacturer narrative:
Of the 3 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a cracked display lens with moisture ingress, and 1 was due to a scratched display lens with moisture ingress.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged display with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 0 were male and 3 were female.

Manufacturer narrative:
Of the 3 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a cracked display lens with moisture ingress, and 1 was due to a scratched display lens with moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged display with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-54 years of age and between 119 and 122 pounds. Of the reported patients, 0 were male and 3 were female.